Event description:
The patient experienced increased baseline pain. The patient stated that he had fallen a "couple of times" in the past eight months and was not sure if his symptoms were related to the falls. The patient had been working with his hcp and they had increased his medication at the last pump refill session. The hcp had checked volumes and there were no discrepancies. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).